Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that rewind takes longer and louder. The customer also stated that the part of insulin pump was missing between battery and reservoir and received random unexplained no delivery. The insulin pump will not be returned for analysis.